Event description:
The customer originally returned his olympus camera head due to an unspecified issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the charged coupled device unit was failing, and the unit was not providing an image. This report is being submitted to capture the lack of image during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the charged coupled device unit was failing, and the subject device was not producing an image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was received from the initial reporter confirming the event date as (B)(6) 2022. Reportedly, this took place during preparation for a transurethral bladder tumor resection procedure. According to the initial reporter, the staff completed the procedure using another facility-owned device. There was no harm to the patient as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the initial reporter as well as the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the subject device, it is believed that stress caused the reported failure. The unit¿s cable was found broken during the device evaluation. That broken cable led to a water invasion that ultimately compromised the charged couple device unit and likely caused the reported ¿no image¿ failure mode. Olympus will continue to monitor the field performance of this device.